Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was 250 mg/dl. It was also reported that the display did not returned after insertion of new battery. The customer was advised to discontinue the use of insulin pump and revert to back up plan. It was also reported battery compartment was neither damaged nor corroded. The customer stated that the spring was neither damaged nor corroded. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and low battery alert noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.